Event description:
While prepping a patient's groins for a cardiac procedure it was noted that multiple areas of bright red dot-like scratches/welts, the width of 1/2 of the razor clipper head, appeared- there 3 distinct tract lines in a width of half of the razor head noted in multiple sites along the groin and on the lower abdomen of the patient- each set of 3 lines was 1 inch wide- the welted lines in sets of 3 continued to develop after the shaving was stopped- it looked painful but there were no lasting effects- upon closer examination of the clipper head, at least 6 out of the 20 u-shaped comb-like cutting point tips were missing - the razor's edge itself was also missing in that 1/2 inch section- it appears as if a bite of it was missing down to the gray plastic covering- it didn't appear broken off because the edges weren't bent- it appeared as if it was skipped over during the manufacturing process when the clipper head was made. Manufacturer response for clipper head shaver for skin prep hair removal, surgical clipper blade (per site reporter). The manager of the cardiac treatment unit contacted the company to report the defective product- I am uncertain of the response.

Event description:
While prepping a patient's groins for a cardiac procedure it was noted that multiple areas of bright red dot-like scratches/welts, the width of 1/2 of the razor clipper head, appeared- there 3 distinct tract lines in a width of half of the razor head noted in multiple sites along the groin and on the lower abdomen of the patient- each set of 3 lines was 1 inch wide- the welted lines in sets of 3 continued to develop after the shaving was stopped- it looked painful but there were no lasting effects- upon closer examination of the clipper head, at least 6 out of the 20 u-shaped comb-like cutting point tips were missing - the razor's edge itself was also missing in that 1/2 inch section- it appears as if a bite of it was missing down to the gray plastic covering- it didn't appear broken off because the edges weren't bent- it appeared as if it was skipped over during the manufacturing process when the clipper head was made- manufacturer response for clipper head shaver for skin prep hair removal, surgical clipper blade (per site reporter). The manager of the cardiac treatment unit contacted the company to report the defective product- I am uncertain of the response.

Event description:
While prepping a patient's groins for a cardiac procedure it was noted that multiple areas of bright red dot-like scratches/welts, the width of 1/2 of the razor clipper head, appeared- there 3 distinct tract lines in a width of half of the razor head noted in multiple sites along the groin and on the lower abdomen of the patient- each set of 3 lines was 1 inch wide- the welted lines in sets of 3 continued to develop after the shaving was stopped- it looked painful but there were no lasting effects- upon closer examination of the clipper head, at least 6 out of the 20 u-shaped comb-like cutting point tips were missing - the razor's edge itself was also missing in that 1/2 inch section- it appears as if a bite of it was missing down to the gray plastic covering- it didn't appear broken off because the edges weren't bent- it appeared as if it was skipped over during the manufacturing process when the clipper head was made. Manufacturer response for clipper head shaver for skin prep hair removal, surgical clipper blade (per site reporter): the manager of the cardiac treatment unit contacted the company to report the defective product- I am uncertain of the response.